Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the device has black screen. Unknown if in clinical use at time of event. In a good faith effort (gfe) response received on 22dec2022, the field service engineer (fse) stated that the device was repaired by a third party vendor. The fse did not provide what part(s) was replaced to resolve the issue. The fse confirmed that there was no patient harm reported by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.